Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/29/2014 with the following findings: the pump powered on with a hard call service (cs069) alarm. Investigation revealed that a component on the printed circuit board had failed causing the continuous call service alarms to occur. Unrelated to the circuit component failure, the keypad rubber was observed to be peeling from the pump. The keypad function was unable to be tested due to the call service alarms. The keypad was removed and no button contact damage was observed. (B)(6).

Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that a component on the circuit board had failed causing continuous alarms. This report is made based on the results of evaluation completed on 10/29/2014.